Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: size exchange.

Event description:
Healthcare professional reported rupture, side unspecified. The device has been explanted.